Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The power conversion and charger were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when driving the system to the operating room, there were flashes and smoke and the system lost power. There was no patient present when this issue was identified. No further information was available.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the reported complaint could be duplicated. The power conversion enclosure failed bench testing and visual inspection confirmed physical damage. The diode d6 and d4 were electrically overstressed. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.